Event description:
R2.4l renal cryoprobe was opened and pretested properly for procedure. Upon placement in to lesion and freeze was initiated, it was noted that the shaft was frosting. Freeze cycle stopped and immediately thawed. Probe was removed from the surgical field. Replacement r2.4l was opened, pretested properly, and inserted in to lesion. Freeze cycle was initiated and probe worked flawlessly. Case was performed to successful conclusion with no further incident.

Manufacturer narrative:
Per contact with the physician on (B)(4) 2012, "the male patient has already gone home, there were no complications. The issue was caught so early and the probe switched to thaw, that no intervention was needed and no procedure time was lost." Device received (B)(4) 2012 and evaluated. Investigation confirmed the reported issue of shaft frosting and determined that the cause was due to a vacuum failure.